Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities to the rotablator rotalink plus device. However, the returned rotawire had a severe kink in the proximal end. Functional testing consisted of attempting to remove the rotawire from the rotapro device. The wire was able to be removed, but there was severe resistance due to the kink in the proximal end of the wire.

Event description:
It was reported that the burr got stuck on rotawire. A 1.75mm rotalink plus and rotawire (extra support) were selected for use. After ablation, the burr was removed. However, it got stuck with the guidewire. The devices were removed from the patient together as one unit, then the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck on rotawire. A 1.75mm rotalink plus and rotawire (extra support) were selected for use. After ablation, the burr was removed. However, it got stuck with the guidewire. The devices were removed from the patient together as one unit, then the procedure was completed with another of the same device. There were no patient complications reported.